Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient did not check any blood glucose values during the error period. Her child called 911 because the patient had a hypoglycemic seizure. Paramedics arrived and checked her bg which was 45 mg/dl. They treated her at her home with IV glucose to raise her glucose level. At the time of the report she was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.